Event description:
It was reported that the battery was fluctuating and lead to the pump shutting down. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.